Event description:
Additional information was received from the manufacturer representative (rep). Rep reiterated shocking sensation during recharging. The sensation subsided after a few days of keeping the system off. While meeting with this patient in the doctor's office, the doctor determined they should try to turn the stimulation back on while they could monitor the situation. Rep then navigated to the groups screen and selected the first program. Without touching the amplitude, which was set at 0.0ma, rep toggled the stimulation button to "on." While the intensity was still set at 0.0ma, the same sensation from january returned, localized to the right low back and right upper leg. Rep then toggled the stimulation button back to "off", and the feeling subsided. Prior to this, rep checked the impedances and connections, all of which were good and within range. No abnormalities or lead migration was found under fluoro from that day, either. Rep was advised by tech services to try checking impendences while having the patient in different orientations (laying, sitting,etc), after doing so rep found that everything was normal then as well. The issue is ongoing. The manufacturer represe ntative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was that they were currently in south carolina and their doctors were in maryland and they had an issue with their stimulator. Patient said that they hadn't been back to maryland yet and so they had seen a doctor in south carolina today. Patient said that the healthcare provider told them to contact a manufacturing representative. Patient said that they were having too many issues to travel back to maryland currently. Patient said that the issue was that they were recharging the ins when they got a shock into their fingers and arms and legs and feet. Agent redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep said she met with patient today and impedance check didn't show any issue. On jan. 5th, patient had experienced shocking sensation in her extremities, while recharging, at her feet and fingers, even causing her fingers to coil. Rep said with amplitude at 0 ma, when stimulation was turned on, patient felt shocking sensation at the lead site to the back and the bottom of the right leg. The sensation wasn't as intense as what patient felt in january. The sensation went away as soon as rep turned therapy off. Rep said lead placement were at t8-10 location. Technical services(ts) recommend testing impedance in different body positions and getting the mdt data file for analysis, but told caller that at 0 amplitude there should really be no output of stimulation . Ts also recommend taking an x-ray to see if the leads might have moved. If output really showed no stimulation and lead didn't show any issue, then it's up to hcp to determine how to address patient's issue. Patient scheduled meeting with her local rep and spoke with her provider about next steps. Patient stated that the system was completely off when we touched base.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.